Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgment occurred. Vascular access was obtained right femoral artery. The non-tortuous and non-calcified lesion was located in the ostium of the right coronary artery (rca). A 4.0 x 16mm promus element plus stent was selected; however, when stenting the ostium of the rca the 6fr jr4 runway guide catheter was ¿shoved¿ too far and the 4.0 x 16mm promus element plus become deformed. A 4.0 x 8mm promus element was then selected and an attempt was made to deploy in the ostium of rca to cover the deformed stent, but the 4.0x8mm stent was undersized and it kind of move off into the aorta. It was further reported that stent dislodged from the ostium and it was wrapped around the 6fr runway guide catheter. When the stent was engaged it migrated back in the vessel. The 4.0x8mm sds balloon was inflated in the aorta to trap the stent from floating in patient¿s body. The stent was stabilized and a vascular surgeon had to come in and perform an incision to right groin big enough to extract the 4.0 x 8 promus element stent. The 4.0x8mm stent was surgically extracted and the 4.0x16mm remained implanted. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).